Manufacturer narrative:
A review of the manufacturing documentation for the paddle lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead and ipg found them to be satisfactory.

Event description:
A report was rec'd that the pt was in surgery for a possible infection at the midline cervical incision due to swelling. After leaving the hospital the pt contacted the bsn sales rep because he was concerned about bleeding from the incision site. The physician did not feel the pt 's possible infection was device or procedure related and he did not have a bleeding issue. The physician irrigated the pocket.

Event description:
A report was received that the patient was in surgery for a possible infection at the midline cervical incision due to swelling. After leaving the hospital the patient contacted the bsn sales representative because he was concerned about bleeding from the incision site. The physician did not feel the patient's possible infection was device or procedure related and he did not have a bleeding issue. The physician irrigated the pocket.